Event description:
Customer reported to beckman coulter, inc (bec) that the unicel dxc 600 synchron clinical system generated an erroneous sodium (na) patient result. Customer reported that the erroneous result was not reported out of the laboratory. There was no report of any adverse event or injury requiring medical intervention or patient treatment. Customer reported that the ion selective electrode chemistries first replicate quality control (qc) results had high values after a period of standby. Customer reported that subsequent replicates and samples were in range. Bec field service engineer (fse) identified air in line #13. The fse replaced the ratio pump and verified performance.